Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, an increase in capture threshold due to patient tissue factors was noted on the right ventricular (rv) lead. During the lead revision surgery, the helix was unable to rotate. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. X-ray revealed the inner coil inside the connector region was over torqued, consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of a helix rotation issue was isolated to the helix being clogged with blood/tissue and the over torque of the inner coil. Electrical testing revealed no indication of conductor fractures or internal shorts. The reported event of high pacing threshold was not confirmed.